Event description:
It was reported by customer during use that cs100 had an alarm loop leaked. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1. Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (component codes, investigation conclusions).